Event description:
Related manufacturer report number: 2017865-2022-482176 it was reported that a patient presented to clinic for follow up. Device interrogation revealed noise on both the atrial and right ventricular (rv) leads. No changes or intervention was performed. The patient condition was stable.